Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a problem with a pain stimulation implantable pulse generator (ipg). The patient experienced the implant jolting them while walking. Additionally, the implant increased stimulation from 3.4 to 4.6 on its own and decreased stimulation to 0, causing the patient to fall. The patient was redirected to their healthcare provider to further address the issue. It was unknown if there was any patient involvement or complications as a result of the event.